Event description:
It was reported that in preparation for a coronary stenting treatment procedure, stent damage occurred. The lesion was in a saphenous vein graft to the circumflex artery. When the scrub tech removed the 3.00x16mm liberte' bare metal stent from the hoop, it was noted that the stent was damaged from the middle to the back third of the stent. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).